Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one signia powered handle. There were no visual abnormalities noted with the handle. During functional evaluation it was found that the rotation switches on the left and upper right side of the handle were nonfunctional. When the keys were pressed the information was not registered in the data log. A review of the device history record for the handle indicates the product was released meeting all medtronic quality release specifications at the time of manufacture. The root cause of the observed switch failure was determined to be a component error. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a thoracic procedure, both of the left side rotation button is inactive along with the upper right side rotation button, all other functions working. Another handle was used to complete the case. The same adapter, reload and new shell were used to complete the case. The defective handle was tested with a different adapter, new reload and new shell, however the same issue occurred. There is no patient injury. Initial evaluation of the incident device found a loose screw.